Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and back pain w/ leg pain. The patient reported that they were having issues connecting the external devices to the pump. Patient stated that it would take them a lot of time delivering the bolus and there would be a "red message" displaying telling them to restart the application. Patient added sometimes it could not find the pump. Agent reviewed data and assisted patient deleting data. After that, patient was able to connect to pump without lag. Agent had patient monitor and call back if further assistance was needed.